Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The device was attached to the patient using disposable defibrillation electrodes. When the operator attempted to administer a shock to the patient, the device allegedly displayed a connect electrodes message and use of the defibrillator was inhibited. An automated external defibrillator was made available and used. Two shocks were administered and the patient was converted to asystole. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the immediate use of a backup defibrillator.